Event description:
A surgeon reported the luer lok adaptor was detached when opened.

Manufacturer narrative:
Investigation of the returned complaint sample revealed that the luer lok adapter (lla) was not attached to the syringe. The syringe was not completely filled with the viscoelastic solution. After reassembly of the lla, it was not possible to simulate a detachment on the complaint sample when handled in accordance with the directions for use (dfu). A functionality test was performed on retention samples. Test results met specifications. Investigation showed that no remarks related to this complaint were reported in the batch record. All syringes are visually inspected, items with incompletely assembled luer lok adapters are removed. No loose luer lok adapters were found for this batch. No other complaints have been reported in this lot number. This report was mailed to FDA on:07/18/2008.